Manufacturer narrative:
This device remains implanted, (but is no longer in service), therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). The rv lead reported to have loss of capture, under-sensing, and high capture thresholds. Surgical intervention revealed the rv lead dislodged. A new lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.